Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion after the implant of an implantable pulse generator (ipg) system and was able to feel pacing. The patient subsequently developed an infection. It was also reported that the right ventricular (rv) lead exhibited diminished r waves. The ipg system was explanted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.